Manufacturer narrative:
(B)(4).

Event description:
The customer reported that water continually pools in the tubing, which requires frequent emptying. This interferes with breath sounds and cardiac auscultation due to it being louder inside the enclosed infant beds. Ventilators were switched out due to excessive water that possibly caused patient to desaturate and to an increased oxygen requirement.

Manufacturer narrative:
Device evaluation: two expiratory limbs from the same lot number were returned for evaluation. The investigating engineers also evaluated one device from the controlled non-released samples. The two expiratory limbs were evaluated for any manufacturing defects and none were found. The controlled non-release sample was evaluated for excessive expiratory rainout on the same ventilator modes and no rainout could be produced unless a failure mode was forced. Even in the event of a failure mode, only mild rainout, not excessive rainout, was observed; therefore the failure mode was not confirmed. A probable root cause for this reported failure mode could be customer misuse or user error. In these reported cases improper circuit setup by the end-user could be the cause. This was not in accordance with the information for use (IFU) setup instructions. Interviews with hospital staff indicated that some of the circuits were not setup according to the IFU instructions. Carefusion/bd has provided customer education regarding this issue. Additional customer feedback was received and evaluated. Based on this feedback the carefusion/bd team has identified improvement opportunities for design changes that will make the circuit more robust, which may improve the overall rainout performance.